Event description:
Additional information received further clarified that the previous reported moderate aortic regurgitation was classified as moderate transvalvular, paravalvular and total aortic prosthetic regurgitation. New york heart association (nyha) functional class I noted as patient was asymptomatic.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve, at the 7-year follow-up, a transthoracic echocardiogram (tte) identified moderate aortic regurgitation. No treatment required. No patient complications or change in symptoms were reported as a result of this event.

Manufacturer narrative:
Updated data: b2, b5, b7, d4, h1, h6 corrected data: (previous submitted shock code was submitted in error and does not apply to this event). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 8 years following the valve implant a transthoracic echocardiogram (tte) showed severe aortic regurgitation/insufficiency, mitral stenosis (ms) and an ejection fraction of 35%. Structural valve deterioration was reported. Acute on chronic congestive heart failure (chf) developed. Hospital admission was required as well as intravenous administration of diuretics. The physician indicated it was unknown if the heart failure related to the valve. The heart failure event resolved without sequelae 10 days following onset. The patient was further evaluated. Readmission occurred approximately 1 month later and the existing transcatheter valve was revised with a non-medtronic valve; valve-in-valve.

Event description:
Additional information received indicated the previously reported valve-in-valve was performed via the right femoral percutaneous access site.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the aortic regurgitation on the 8 year transthoracic echocardiogram (tte) was central regurgitation.

Event description:
Additional information noted the event resolved on the date of the valve revision.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.